Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04907. It was reported the patient¿s scs ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. It was also reported the patient lost effective coverage due to the s1 drg lead that had migrated. The patient underwent surgical intervention on (B)(6) 2022 where the lead was explanted and replaced with a new one and the scs ipg was explanted and replaced. Therapy was restored post op.